Event description:
This unsolicited device case from united states was received on 04/14/2015 from a physician. This case concerns a (B)(6) male patient who received treatment with synvisc and later died due to heart attack. The patient's medical history, past drugs, concurrent condition and concomitant medication were not reported. On (B)(6) 2015, the patient received treatment with synvisc injection, once (batch/lot number: 4rsd004a; dose, route, indication and expiration date: not provided) into an unspecified location. On an unknown date, after unknown latency, the patient had a heart attack. On (B)(6) 2015, the patient died due to heart attack. It was unknown whether an autopsy was performed. Corrective treatment: not reported. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated 04/16/2015: this case concerns a (B)(6) male patient who received treatment with synvisc and later died due to heart attack. Since there is close proximal temporal relationship between suspect product and event the causal role cannot be excluded in occurrence of the event. However, lack of detailed information about medical history, concurrent conditions and concomitant medication precludes a comprehensive assessment in this case. Moreover the lack of information regarding the autopsy findings of the patient and the further information lack regarding the autopsy details precludes the complete case assessment.